Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid circumflex (cx) artery. The 4.5x08mm nc trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The nc trek bdc was prepped prior to use with no leak or issue noted during preparation. The nc trek bdc was advanced to the target lesion without reported issue and inflated three times to 18 atmospheres (atm); however, the bdc could not be deflated after inflation. The bdc was eventually partially deflated and was withdrawn from the anatomy partially inflated. Outside the patient's anatomy, the bdc still could not be fully deflated. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The procedure was completed at that time as the final lesion result was satisfactory. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.